Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. Customer stated that last night the blood glucose was 56 mg/dl and took the insulin pump off and blood glucose went up to 300 mg/dl. Customer stated blood glucose went back down to the 50 mg/dl. Customer treated for low blood glucose intake of orange juice. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.